Manufacturer narrative:
The reported event was unconfirmed since the problem could not be reproduced. Visual evaluation of the returned sample noted one opened (without original packaging), used meter bag with cut inlet tubing. Visual inspection of the sample noted no obvious visible defects. The meter was filled easily with methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and was hung vertically with no leaks noted. Drainage was tested from the green cap on the meter and the solution drained as was intended. The meter was tipped to allow solution to flow from the meter into the drain bag. Then, the solution drained from the outlet tubing as intended. No root cause could be found because the reported event was unconfirmed. The device history record review was not required as the reported event was unconfirmed. The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "sterile: contents are sterile unless package is opened or damaged. Single use only. Do not resterilize. For urological use only. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable laws and regulations. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable laws and regulations. Directions for use: visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or damaged or if any imperfection or surface deterioration is observed, do not use. 1. Remove tray lid. 2. Remove protective cap from catheter adapter and connect to a prepared catheter. 3. Hang the bag near the foot of the bed by using string hanger. 4. Use sheeting clip to secure drainage tube to sheet. 5. Important: hang drainage tube in a straight fashion from bedside to drainage bag. 6. The urine meter may be emptied in two ways: a. To empty into the bag, grasp the bottom of the meter and lift up. To ensure that the meter empties completely, lifting again is recommended. B. To empty urine meter into receptacle, twist green portion of drain valve to the left; to close, twist green portion of the drain valve to the right. 7. To empty bag: a. Remove outlet tube from housing; gently squeeze connector arms and pull tube from housing. B. Release clamp and empty bag. C. After emptying, reclamp outlet tube and slide connector into housing until connector arms engage. Note: if specimen is required, see directions for using urine sample port. 8. Periodic observations of this system should be made to ensure that urine is flowing freely. If a standing column of urine is observed, check for correct positioning of bag and then for a physical obstruction. If correct positioning or removal of physical obstruction does not allow free flow, the bag may have to be changed. 9. If bag is not positioned correctly, urine may bypass the meter and go directly to the bag. Reposition bag as necessary." Inspected

Event description:
It was reported that the urimeter tubing was completely clogged at the end so that the urimeter was not filling up with urine. As per follow up via email on 02oct2020, plastic in the urimeter was closed off

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the urimeter tubing was completely clogged at the end so that the urimeter was not filling up with urine. As per follow up via email on 02oct2020, plastic in the urimeter was closed off.